Event description:
Nurse experienced difficulty removing catheter, encountered resistance at the urethra. Pt complained of discomfort during procedure. Nurses have noticed an increase in pt complaints in this area over the last month. Apparently the balloon forms a crease or fold upon deflation. This is the source of trouble when removed.